Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to damaged video connector socket. However, the specific cause of the damaged video connector socket could not be established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to correct information reported on the initial medwatch. Fields updated: d5.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that there was no image due to a failure of the video cable connectors. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The olympus representative reported (on behalf of the customer) that while using the visera pro video system center, the image became abnormal due to a defective video connector. The issue occurred during the procedure and was completed with the same device and without delay. There was no patient harm associated with the event.